Event description:
The international customer reported that the unit alarmed due to a data acquisition pcb adc reference failure. There was no patient harm.

Manufacturer narrative:
Patient/user involvement: patient information was requested and the customer provided the patient gender and age.